Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. H3 other text : device not returned

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the customer could barely read the time, date and insulin amount on the screen. The customer's blood glucose level was 127 mg/dl. The customer would continue to use the pump for insulin therapy but also confirmed that an alternate method of insulin delivery was available.